Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads. (B)(4).

Event description:
Customer reported that the insulin pump's battery compartment was cracked. Customer also reported that the reservoir window was cracked. Customer was not aware of how the damage occurred. Blood glucose level was 95 mg/dl at the time of the call. No further information was provided.